Event description:
It was reported that during a surgical procedure on a shoulder at the user facility, the saw was smoking with no visible flames and overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the case of the reported malfunction without an evaluation of the device. Additional information will be submitted when the device is received, and if additional information is received and requires reporting.